Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported on (B)(6) 2017 that the personal therapy manager (ptm) was indicating the patient was locked out from receiving a bolus and that boluses were unexpectedly declined. It was noted the patient got a pump in (B)(6) 2016 and since then the personal therapy manager (ptm) was ¿not working correctly.¿ it was indicated that the ptm was telling the patient to wait 24 hours and then if the patient waited a bit and tried again it would work. Other time it showed 1 hour or 2 hours. No symptoms were reported. Additional information was received from the patient on (B)(6) 2017. It was stated that the ptm was not working correctly in that it was denying the bolus request. The patient reported that the bolus was unexpectedly declined. The ptm would say to wait an hour, wait 2 hours, wait 24 hours, but then the patient would wait 10 minutes and it would deliver the bolus (this occurred about 1 time per week). The ptm was used to find the lockout parameters of 8 times per day, 1 time per 60 minutes, 4 times per 8 hours dose restriction interval (dri), and 8 times in 24 hours (midnight to midnight). A request was made for a replacement antenna. The patient was to follow up with the healthcare professional (hcp), and to show them the documentation so the doctor can pull the technical report from the ptm which would show why the bolus was denied. The patient stated that the hcp either didn¿t know how to do it, or they just go to the next patient. It was suggested to the patient to have the hcp staff call the manufacturer and technical services would walk them through pulling the reports. There were no symptoms reported. Additional information was received on (B)(6) 2017 from a consumer indicated the patient was receiving intrathecal fentanyl and an unknown drug (unknown concentrations and doses) via their implanted pump. Physician listings were requested. The patient received a new pump and ¿it did not seem to be working correctly¿. It was clarified the patient thought her pump was not working correctly since ¿right after implant¿ ((B)(6) 2016). When she gets a bolus denied it said 1 hour (h), 2 hours, and on (B)(6) 2017 5h 49m and sometimes 24h. The patient was programmed for 8x/day, 1x60m, 4x/8h. The patient had a timer set for 3h. On (B)(6) 2017 the patient had to use ice packs when she was locked out (patient never mentioned a symptom). The patient was at the healthcare provider (hcp) office and he had her stand there and request a bolus. The logs stated ¿successful activations 0¿ and on the bottom it said ¿logs have not been read¿. The patient asked how the hcp resets the pump. The hcp did mention he would reprogram it the next time the patient was in. It was noted the printout said ¿diary disabled¿. The patient wanted to know why she was locked out for 6h or more. She sets a timer and did the bolus every three hours. The patient was able to use the ptm and verify lockouts on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. The hcp had not seen or heard from the patient since (B)(6) 2016 and they were not aware of the reported event. No troubleshooting had been done. In response to the question as to what the patient meant when they said "it doesn't seem to be working correctly ," the hcp stated," I would venture to guess that she is not appreciating associated pain relief." It was unknown what the cause of the reported issue was.

Manufacturer narrative:
Added additional information provided by the healthcare provider on (B)(6) 2017 that was not included in report 3004209178-2017-06325.

Event description:
It was unknown by the healthcare provider if the issue had been resolved, and the patient's weight at the time of the event was unknown.